Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to unknown zteg. (B)(4). No code available for endoleak. Investigation is still in progress.

Event description:
Description of event according to initial reporter: component separation between zteg 2p 34 (the second spreadsheet says ¿2p 34-152¿) and main body (34 proximal) (as per spreadsheets). A. (¿type iii endoleak - component separation¿ and ¿aneurysm rupture¿ are listed as device related at different dates in the 2020 final FDA report)." Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the patient with an extensive aneurysmal disease along with a chronically occluded celiac artery and a very tortuous aorta with a history of first stage elephant trunk repair underwent a successful staged endovascular taaa repair: thoracic stent and iliofemoral bypass placed on (B)(6) 2013 followed by custom 3-vessel branched stent graft and thoracic extension on (B)(6) 2013. On (B)(6) 2014, subject was seen with a large type iii endoleak between the zteg-2p 34-152-pf-us (complaint device) and the main body stent grafts. This was successfully treated on (B)(6) 2014 by placing a tx2 zteg 36-202 as a bridge stent graft. The subject tolerated the procedure well. The subject expired on (B)(6) 2014 from complications of thoracic aneurysm rupture per death certificate. (B)(4). Review of device history record gave no indication of the device being produced outside of specifications. A pre-implantation cta, selected implantation angiography, and three follow-up ctas from (B)(6) 2012 and to (B)(6) 2014 were provided and reviewed by an imaging expert. Per the findings in the imaging review "the preimplantation cta demonstrates a thoraco-abdominal aneurysm downstream recent open ascending and arch replacement with an elephant trunk. The thoracic aorta was severely tortuous. Although a custom made bifurcated endograft and an inverted limb were specified, these were not implanted in favor of an aorta bi-femoral bypass." And " implantation was performed 11 months later. At implantation, the zteg-2p-34-152-pf-us overlapped into the 34mm (B)(6) thoraco abdominalgraft less than one stent body length. Overlap was 18.3mm five days post implantation. Eight months later ((B)(6) 2014), the zteg-2p-34-152-pf-us and (B)(6) thoraco abdominalgraft had separated." Furthermore, "endograft separation was the result of distal thoracic suprarenal abdominal aortic lengthening. Between (B)(6) 2013 and (B)(6) 2014 this segment lengthened 26mm. Between (B)(6) 2015 and (B)(6) 2015 (this is assessed to be a typo from the imaging expert, as it is noted in the imaging review that images up until (B)(6) 2014 is provided and the patient expired on (B)(6) 2014. Therefore, 2015 should have been 2014) the aorta lengthened 61mm. The lengthening is also subjectively evident in the increasing centerline tortuosity." And "the patient¿s anatomy could not help to constrain the distal most thoracic aortic curve. Typically, the right diaphragm is higher than the left. Because of this, the distal most curve of the thoracic aorta enters the diaphragmatic crus at the liver. In this configuration, the liver prevents the aorta from bowing significantly across the midline from left to right. However, this patient¿s left diaphragm was even with and sometimes higher than the right. Consequently, the final aortic curve as it entered the crus could not be constrained by the liver. It had only lung, a gas filled compressible structure, to its right. This allowed the distal aortic curvature to increase without significant resistance across the midline into the right chest." Based on these findings the imaging reviewers impressions are "the separations were the result of progressive distal thoracic and suprarenal abdominal aortic lengthening. The initial separation was hastened by component/component limited overlap, equal sizing of the two components, severe tortuosity, and the location of the distal thoracic aortic curve above the right diaphragm. According to the IFU the recommended amount of overlap between devices is 3-4 stents and the minimum required amount of overlap is 2 stents (50 mm). Less than 2 stents may result in endoleak (with or without component separation). The initial overlap was measured to less than one stent (18.3 mm) which is outside the IFU. Furthermore the IFU states "landing the proximal and distal ends of the device in parallel aortic neck segments without acute angulation (>45°) or circumferential thrombus/calcification is important to ensuring fixation and seal.". In addition component separation and endoleak is listed as potential adverse events in the IFU. Based on the provided information and findings in the images it is difficult to give a single cause for the separation. Patient anatomy (aortic lengthening and severe tortuosity), initial limited overlap and the fact that the two components had the same diameter, are potential contributing factors for the separation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 19jan2022: rpn.